Event description:
It was reported that the m41srr power chair was received but during assembly it was discovered that the caster is in contact with the frame (both sides). Chair was not delivered to end user. No damage to outside of the box.